Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient went to the hospital for hyperglycemia while using the infusion device. It was alleged that the infusion device caused or contributed to the event after the patient spilled insulin into the cartridge compartment by accident. The blood glucose results were not provided. It is unknown what type of treatment was provided to the patient at the hospital. It is unknown how long the patient was in the hospital.